Event description:
A pt reported experiencing inaccurate erratic results with a lifescan meter. The pt's blood glucose results were 8.8, and 6.7 mmol/l. Tests were done within 5 minutes with a difference of 24%. Pt did not experience any adverse events. No further info has been reported. Note: customer mentioned that they had dropped the meter in water "a while ago but that there was only moisture in the display that dried up".